Event description:
On (B)(6) 2007, three gore excluder aaa endoprostheses were implanted and an ancillary coil embolization of side branches were performed to treat an abdominal aortic aneurysm. On (B)(6) 2010 CT showed an aneurysm sac size of to 7.8 x 6.6 cm. CT revealed a distal type I endoleak on the right iliac limb. On (B)(6) 2010 CT revealed a distal type I endoleak on the right iliac limb. The aneurysm measured 8.5 x 7.7 cm. A type ii endoleak was reported but not mentioned in the imaging reports. It was not stated where the type ii was coming from. On an unk date, the pt underwent direct puncture and coil embolization of the aneurysm sac. On (B)(6) 2011 the pt was implanted with one gore excluder aaa endoprosthesis in the right iliac artery for a distal type I endoleak. The endoleak was resolved. A proximal type I endoleak was also observed and resolved with a bare metal stent and ballooning. The physician attributed the aneurysm enlargement to the proximal type I endoleak noting marked angulation and changes.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note other device implanted: (B)(4).